Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, post-procedure, minor bleeding at right groin site occurred, which resolved within 24 hours with the application of a pressure dressing. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.